Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs), who was present on the site. Available information suggests user error likely contributed to the event due to the physician pulled on the implant catheter while actuation wire was still fixed. After the actuation wire was loose, fingers were opened but stayed slightly attached to device and the physician pulled a second time on the implant catheter resulting in the slda. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored, and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h4, h6 and h11.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case (absence of treatment with starting and ending tr the same- moderate). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace in tricuspid position where during the procedure, a single leaflet device attachment (slda) occurred after release of the first device. As reported, there was difficult imaging (only view trans-gastric sa or tte). During implant release, the physician pulled on the implant catheter while the actuation wire was still fixed. Then, after the actuation wire was loose, the fingers were opened but stayed slightly attached to device and the physician pulled a second time on the implant catheter resulting in the slda. Attempts by the clinical specialist to raise awareness for careful implant release were disregarded by the physician. A second device was required to be implanted as a direct result of the slda, but implantation was unsuccessful. Tricuspid regurgitation grade before the procedure was moderate and remained moderate after the procedure. As per the latest information, the patient was noted as to be doing well without any further intervention.